Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient started having seizures around (B)(6), and had gone ¿ downhill after having brain seizures.¿ in addition, the patient had seizures two weeks prior to a fall on (B)(6) where they fractured their hip/pelvis and didn't recover. The patient died on (B)(6), but it was unknown what caused the patient to ultimately die. When the consumer was asked if the death was thought to be related to the device or therapy they stated it was unknown. Additional information was requested from the healthcare provider (hcp), but they had no further information as the patient¿s physician had retired and they had no further information in the patient¿s file. Relevant medical history includes parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.